Manufacturer narrative:
Upon investigation the following were ucovered: damage can be seen on both heater block terminals + routing board heater block terminals. Oxide stains can be seen all over the routing board + base plate. Insulation on the pcm manifold and pcm tank has evidence of saturation are requires to be replaced. Upon disassembly the unit was found to be beyond economical repair. This is a retrospective submission following commitments related to an FDA inspection. This was initially submitted as part of a summary report: 3006073153-2025-00040. This resubmission is a correction, as malfunctions relating to device product code dwc are not eligible for summary reporting. This is event number 7 out of 15.

Event description:
After an extended amount of time the unit's temperature did not reach the set point in an acceptable time period.